Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced tubing detachment event on (B)(6) 2025.the insertion site was right abdomen. The tubing got detachd from the tubing connector. The infusion set was been in use for 2 days.the patient replaced infusion sets and resumed insulin successfully. No further information available.